Manufacturer narrative:
S/w version 5.2a. Retainer ring = black. Case type =ngp. Customer returned pump for alleged cosmetic damage located at the end cap and was found on (B)(6) 2023. Unit was received with battery cap and found missing battery cap contact. Unable to perform the displacement and self-test due to missing segments. P-cap was attached and locked properly into place. Pump was cut and found evidence of moisture damage on the force sensor. In addition there is evidence of physical damage on pcb 1 and pcb 2. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, keypad overlay texture damage, broken belt clip rails, cracked glass, bleeding, pillowing keypad overlay, detached end cap. Missing segments is confirmed due to cracked lcd glass. Cosmetic damage is confirmed at the end cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump along with a crack . No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the insulin pump and will be returned for analysis.